Event description:
The customer reported that on two occasions, they observed 'micro' leaks in the centrifuge. The customer stated that the machine gave no alarms. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a (B)(6) report with their local authorities.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated. This supplement is being filed to modify information.

Manufacturer narrative:
Investigation: two disposable sets were received for investigation. The two control y parts and associated tubing were removed from the kit and tested for leaks by submerging under water and pressurizing the parts with compressed air. A leak was confirmed on each of the parts at the rbc port knit line of the control y. The leak is from inside of the circuit and the positive pressures seen inside the channel during the procedure make it unlikely for bacteria to enter the set. Root cause: the leak in the control y is due to a leak path in the knit line and is located on theon the control y near the rbc port. The knit line is created as a normal part of the molding process. In this case, the injection process was shut off prematurely and the material did not completely fill along the knit line and a void or gap resulted. During centrifugation, the control y subject to high internal pressure and an opening can form in the knit line which can allow a leak path. Corrective action: the root cause has been identified and an immediate corrective action has been implemented at the supplier. The corrective action is to increase the maximum time allowed for filling of the mold to ensure an adequate resin injection time. This allows for a complete weld line of the part.